Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) balloon moved and the connector removed and replaced. It was added that the device is now functioning fine. It was further reported that there was no device malfunction, but the balloon had popped out of the patient's abdomen.